Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 all pockets were not detected on the bus. A field service engineer checked the back of the drawer and found that the latch sensor had fallen out of the latch housing. The field service engineer reinstalled the sensor and rebooted the station and the customer successfully inventoried several pockets in the drawer. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6) .

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies were not detected on communication bus. The customer reported that the malfunction occurred while the user was issuing medication. Customer was able to get meds from a different source. There were no adverse events or injuries reported as a result of this incident.